Event description:
Event description: as reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, a perclose failure occurred requiring vascular cutdown. Approximately 2 days post tavr, the patient expired due to blood loss. Of note, per report, the patient's tissue was friable. There was no allegation of any edwards device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).